Event description:
It was reported that during a procedure at the user facility, the impaction bur guard split down the middle. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the impaction bur guard split down the middle. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer for investigation. As this product was not returned for evaluation the failure mode could not be confirmed. Device not returned to manufacturer for investigation.